Event description:
It was reported the patient presented to the emergency department with complaints of being shocked after three episodes of ventricular tachycardia (vt). The remote transmission revealed t-wave over sensing (twos) on the right ventricular (rv) lead which was responsible for an inappropriate shock. The lead is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2007. (B)(4).